Manufacturer narrative:
The facility dried the siderail components to repair the bed.

Event description:
Information received indicates the head and knee function moved up unintentionally due to fluid ingress into the left siderail. Housekeeping just finished cleaning the bed.